Event description:
Secondary to the guidelines issued by the FDA to prevent hospital bed entrapment, our hill-rom advanta bed rails have been modified. Under the guidelines, the side rail's design was modified to address potential gap issues. We are concerned that the modification could result in an injury to a staff member. When the advanta bed is in its lowest position, and the head of the bed is raised, the railing comes within less than two inches of the floor. This poses a risk to a staff member's foot if the staff member is standing at the point of the crease in the mattress.manufacturer response (as per reporter) for bed, hospital, advanta:we have a hill-rom representative in-house with whom we have met. There have been no plans made to further modify the bed rails.